Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin. Blood glucose level at the time of the incident was 167 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime/a33 test due to faulty force sensor resistor. The insulin passed displacement test, excessive no delivery test. The motor was tested outside of the device and passed. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.